Event description:
It was reported that an infusor experienced no flow. This occurred during infusion of an unknown drug by the patient at their home. The reporter stated that flow was confirmed by force priming before the infusor was connected to the patient. After the therapy was started, the flow stopped by the time the patient got home. There was patient involvement, however there was no patient injury or medical intervention reported. Additional information was requested and is not available.

Manufacturer narrative:
Complaint no: cmplnt-(B)(4). Evaluation summary: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was received for evaluation. Upon receipt, flow was not visually observed at the distal luer. Forced prime was attempted but flow was still not observed. Microscopic examination identified micro-air bubbles blocking the fluid path in the lumen of the glass capillary located inside the flow restrictor housing. The no flow problem was caused by air bubbles inside the glass capillary that blocked the fluid path. It was determined that the air bubbles were introduced during the filling process. Should additional relevant information become available, a supplemental report will be submitted.